Manufacturer narrative:
Concomitant medical products: product ID: 977a260,serial# (B)(4) implanted: (B)(6) 2021. Product type lead product ID 977a260, serial# (B)(4), implanted: (B)(6). Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2017, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.)

Event description:
It was reported that patient didn't receive therapeutic relief from their spinal cord stimulator (scs) since date of implant. The patient said their leads were too close to their spinal cord and believed that was the reason why they didn't get therapeutic relief. The patient stopped using their scs about 6 years ago. The patient needs to have a MRI and attempted to charge their ins for 20 hours yesterday. The patient said they didn't see the normal ins charging screen with the boxes filled in. Today they called from the MRI facility and were attempting to use their patient programmer to put their ins in MRI mode and they continuously received "poor communication." The patient was redirected to their healthcare provider to further address the issue.